Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the s-implantable cardioverter defibrillator (ICD) implant procedure, issues establishing telemetry were experienced. The issue resolved while the field representative was on the phone with boston scientific technical services (ts). The programmer eventually connected to the device. No adverse patient effects were reported.